Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. As received the monitor failed incoming pulse testing associated code 203 - pulse test fault and code 102 - charge profile fault. The cause for the code 203 and code 102 is an open resistor r45 on the computer / analog (ca) board. The root cause of the open resistor could not be positively identified, but it is likely the result of contamination from an unknown liquid. No adverse event resulted form the open resistor. The last patient to use this monitor did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) failed a pulse test with associated code 203 - pulse test fault and code 102 - charge profile fault. The last patient to use this monitor did not report any deficiencies.